Event description:
It was reported that following pump replacement patient had pump pocket swelling and presented to the ER with a debilitating headache. Patient had one refill since implant around eight days ago from the date of this report, during which there was no volume discrepancy and no swelling at the pocket either. There were no pump alarms; programming was correct. Patient experienced no therapeutic benefit since implant and a revision was planned for this morning. The fluid was aspirated, was clear with no discoloration. It was later reported that the hcp (healthcare provider) replaced the pump and the pump segment of the catheter; a catheter break was suspected. Patient was still being evaluated on an outpatient basis. Drug delivered via the pump was morphine 10mg/ml at a daily dose of 2. 398mg, however this time hcp did not fill the pump with morphine but chose to use preservative-free saline. As of (B)(6) 2011, it was reported that patient was having the same symptoms and believed to be csf (cerebrospinal fluid). A dye study was to be performed. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was now reported that the information provided in the initial previous report was related to another pump serial # (B)(4), and has been reported in MFR report #: 3004209178-2012-00413. In relation to this pump, it was reported that a break in the catheter was suspected. The patient had significant edema, near the pump, and she reported no therapeutic benefit after her refill. There was no evidence of a catheter break at the surgery. The pump was replaced and returned as reported previously.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), impanted: (B)(6) 2011, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter: model: unk, serial# unk, implanted: 2011 (b)64), explanted: 2011 (B)(6). Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6). Catheter: model 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6). Pump: model 8637-40, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(4). Pump: model 8637-40, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6). Final analysis of the pump revealed no anomaly, normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.